Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: (B)(4) was not returned for evaluation. The reported low flow event was confirmed via review of the controller log files which revealed a slight, intermittent decrease in power consumption and estimated flows on (B)(6) 2020; however, no alarms were logged within the analyzed period. Information received from the site indicated that, in addition to the low flow event, the patient experienced brief moments where they felt a burning sensation in their chest. Of note, it was further reported that the burning sensation was not related to the pump. Based on the available information, the device may have caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the reported low flow event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. Per the instructions for use, pain is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had brief moments where they felt a burning sensation in their chest. Then, the ventricular assist device (vad) flow decreased, and the power remained the same. It was also reported that no intervention was performed and the burning sensation was not related to the vad. The vad remains in use. No further patient complications have been reported as a result of this event.